Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump system. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the customer could not clear an alarm on the cardioplegia module. There was no patient injury. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the customer could not clear an alarm on the cardioplegia module. There was no patient injury.

Manufacturer narrative:
(B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported failure. The device returned to sorin group USA for further evaluation. During functional testing, one speed potentiometer was found to be defective. The customer declined a repair and removed the pump from service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.